Event description:
In a journal article, an ophthalmologist reported the results of a study that compared the visual function in patients with bilateral diffractive multifocal intraocular lenses (iols) and patients with monovision iols. For the two groups, contrast sensitivity declined compared to normal state; however, no statistical significance was observed (p>0.05). Stereo vision damage (stereo vision <60") was observed in both groups. Stereo blindness was observed in one case in the multifocal group and seven cases in the monovision group. The patients in the multifocal iol group experienced halos, glare, double vision and trouble with night vision. Additional information has been requested. There are two medical device reports associated with this event. This report represents the monovision group.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. Citation: mu j, li yz, chen h. Compare the two methods of improving spectacle independence in patients after operation on visual function. Guoji yanke zazhi (int eye sci) 2012; 12(12): 2335-2337. (B)(4).